Event description:
It has been reported by a provider that an m51pr power chair was getting a 6 flash error code, and that the code was intermittent. The consumer was stuck in their doorway for a short period of time while the code was happening but they were able to get the chair running again.